Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with an antimicrobial dressings the customer reports it does not absorb the secretions well and the dressing sticks to the patients skin and the skin gets red. When you try to take it out, it does not come out into a complete piece, some pieces remain on the skin.